Manufacturer narrative:
The customer contacted the siemens customer care center (ccc). The customer informs that personal protective equipment (ppe) was worn by the operator, at the time of the event, and the glass tube was cracked before being placed on the atellica im 1300 analyzer. The customer reviewed the atellica hepatitis b surface antigen ii quality control (hbsii qc) safety data sheet (sds) and the instructions for use (IFU), and stated no further treatment other than minimal first aid and that the operator was offered hbsag screening for the next six months. The laboratory switched to plastic tubes and informed that the analyzer is operating according to specifications. Siemens performed an investigation and concluded that the atellica hbsii qc, positive control, is sold in plastic vials, not glass tubes. The cause of the cracked glass tube is unknown. No siemens product problem is identified, and no further evaluation is required.

Event description:
An operator of the atellica im 1300 analyzer received a cut on their finger by a cracked hepatitis b surface antigen ii quality control (hbsii qc), positive control, glass tube. The operator stated that the cut was received while removing parafilm from the glass tube. There are no reports of patient intervention or adverse health consequence due to the operator receiving a cut on their finger by a cracked hbsii qc glass tube.